Event description:
It was reported that during a routine check of the device it was discovered that the external pulse generator would not power on and that the battery immediately became hot. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main printed circuit board is corroded. Upper and lower cases are broken and corroded. One side bail cover is broken and one side bail cover is contaminated. Lead flex cover, lcd (liquid crystal display), encoder flex, battery flex, and heart lead flex are corroded. Two case screws, board connector cables, and battery drawer are contaminated. Battery contacts are compressed. Keyboard is pitted and not seated down in one spot. Lcd lens is not seated.